Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, "during the surgery, when the surgeon was releasing the broach from offset broach handle, the tab came off from the shaft of device. The surgeon removed the broken tab from the patient's body. Therefore, the patient did not receive any health damage."